Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a patient (pt) reported ¿ulcers¿ due to an unspecified accident 2 years ago while wearing acuvue® oasys® brand contact lenses (cl). No further information was provided. Multiple attempts were made to the pt to obtain additional information regarding the event, the suspect lot number, and suspect product availability. It is unknown if the suspect product is available for return. It is unknown which eye was affected. No product or lot information was available. No analysis could be conducted. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. If any further relevant information is received, a supplemental report will be filed.